Manufacturer narrative:
Add'l info has been requested. Device was not explanted. Synthes is unable to determine mfg site or mfg date without a lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
F/u x-ray revealed screw backed out from a clavicle procedure performed on (B)(6) 2011. Surgeon has no plans to explant the plate or screws. One of the screws was noted as broken. Pt is healing and not experiencing any problems. This is the 3rd of 5 reports submitted on this event.